Manufacturer narrative:
After a secondary clinician/review of the file performed on (B)(6) 2020, mentor concluded that there is no evidence suggesting that a mentor product was involved. Therefore, mentor will convert the file into product inquiry. If additional information becomes available suggesting that a specific mentor device was involved, a supplemental reported will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via a (B)(6) comment to mentor's (B)(6)) that a female patient who underwent breast prosthesis implantation surgery with unspecified mentor implants, suffered breast cancer on an unspecified breast side, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.